Event description:
It was reported that this patient's device is already showing a battery percentage between 11%-25% remaining and it was implanted less than 2 years ago. The doctor thought this was surprising that the patient's battery was already getting low. The device history record of the generator was reviewed, and it was confirmed that the device was laser-routed during the manufacturing process. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
A review of data logs confirmed that the generator's battery depleted prematurely.

Event description:
This patient received a generator replacement due to prophylactic reasons. The facility where surgery occurred is stated as a no return and do not contact site regarding explanted products, and therefore the device has not been received by the manufacturer to date.